Manufacturer narrative:
An event of device migration, perivalvular leak, and heart block were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak and heart block appears to be related to procedural condition (implant depth of 8mm and device migration). However, the cause of the reported device migration could not be conclusively determined. The reported surgical intervention, hospitalization, and unexpected medical intervention were results of case-specific circumstances, as the patient was hospitalized for monitoring, blood transfusion was given, and a permanent pacemaker was implanted to treat the heart block. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use (IFU), artmt600163776 revision c, ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a flexnav delivery system. The length of the membranous septum was 5.2mm. The patient's aortic valve angle was 37°. The native valve average diameter was 21.8mm. During the procedure, a pre-implant balloon aortic valvuloplasty was performed with a 18mm non-abbott balloon. The valve was implanted after mroe than two re-sheaths. There was eccentric calcification present. The final placement depth of the valve was 8mm at the non-coronary cusp and 4mm at the left coronary cusp. The patient went into complete atrioventricular heart block. During the post-operative observation, the heart block did not resolve. The patient's hospitalization period was extended for monitoring of the patient's heart rate. A perivalvular leak was noted post procedure and had worsened to a moderate degree. A computed tomography (CT) scan confirmed that the valve had shifted to a deeper position (approximately 9mm) shortly after placement. On (B)(6) 2024, a permanent pacemaker was implanted. The patient's condition temporarily deteriorated, and the patient required a blood transfusion. The perivalvular leak was mild on echocardiogram closes to discharge. The patient recovered and was later discharged. The implanter believed that the cause of the valve migration was that the valve size of 25mm was appropriate when viewed from the annular plan, but as a result, coaxial alignment could not be achieved, and the valve was placed at an angle when viewed from the annulus. This placement on a surface larger than the intended annulus made it appear undersized on the CT scan.

Event description:
It was reported that on 01 october 2024, a 25mm navitor valve was chosen for implant using a flexnav delivery system. The length of the membranous septum was 5.2mm. During the procedure, the valve was implanted. The final placement depth of the valve was 8mm at the non-coronary cusp and 4mm at the left coronary cusp. The patient went into complete atrioventricular heart block. During the post-operative observation, the heart block did not resolve. The patient's hospitalization period was extended for monitoring of the patient's heart rate. A perivalvular leak was noted and had worsened to a moderate degree. A computed tomography (CT) scan confirmed that the valve had shifted to a deeper position (approximately 9mm) shortly after placement. On an unknown date, a permanent pacemaker was implanted. The patient's condition temporarily deteriorated, and the patient required a blood transfusion. The patient recovered and was later discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.